Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/08/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. It was stated by the surgeon, that the it was "too large."per the operative report: "the annulus was sized to #29 pericardial mitral magna valve. Two-0 ethibond sutures were placed around the circumference of the annulus and then through the ring of the valve. The valve did not seat well and appeared to be larger than the annular orifice. This valve was removed, and I decided to downsize to #27 valve."